Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the sensor session went back into sensor warm-up on its own. Data was available for evaluation. The reported event was not confirmed via data. The probable cause could not be determined via data. No additional event or patient information is available.